Manufacturer narrative:
Company rep evaluated the unit and replaced the display. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the accutorr v monitor had no display output, which may have affected primary monitoring. No pt injury was reported.